Event description:
Right total hip replacement on (B)(6) 2010. She received the depuy total hip pinnacle acetabular cup 52 sz mm, pinnacle metal insert 36mm ID x 52mm od and the articul/eze metal-on-metal femoral head. Last year, she began experiencing pain and stiffness in the right hip area. She has difficulty walking long distances. Diagnosis or reason for use: avascular necrosis of the right hip.